Event description:
The customer contact reported a leak of a chemotherapeutic agent. The patient was receiving flurouracil and after an unspecified length of time, noted leaking "at the join". The patient went to the outpatient clinic and the tubing set was replaced. Though requested, no additional information was provided.